Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was the recharger got so hot when patient tried to charge the implant a couple of days ago. The top part where the cord went into the paddle got so hot that it burned the skin. Asked if patient's skin got any marks. Patient said the skin in that area was red and it was hot on their hand. Patient quit using it. Patient also said the back side of the controller got real hot. The last few times patient tried using it, it took at least half an hour to find the implant. It was frustrating to try getting the implant to charge. A request was sent to repair to replace the recharger.